Event description:
It was reported that the pt experienced a loss of therapeutic effect, with pain on the right side of the face thirty days after the replacement of the implantable neurostimulator. The pt also experienced pain "up the face" while performing manual traction at physical therapy during the week of (B)(6) 2011. It was later reported that the pt met with the MFR representative and had the device reprogrammed to provide better pain coverage. No info was provided related to the pt's outcome. Additional info was requested but not available as of the date of this report. A follow-up will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).